Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red irritation underneath the front therapy electrode. The patient's doctor recommended letting the irritation air out after showering. The outcome of the irritation is not known.